Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery is not holding a charge.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units battery is not holding a charge.

Manufacturer narrative:
A getinge field service engineer (fse) stated battery was not holding a charge. To resolve the issue replaced the pair of batteries. Performed safety, functional, and battery run time testing. Unit passed all functional and safety tests per factory specifications.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units battery is not holding a charge. There was no patient involvement.